Manufacturer narrative:
H6: investigation summary; no samples were returned therefore the investigation was performed based on the photo provided. Customer returned an image of the 30gx8mm bd syringe. The customer reported vendor lot & expiry date not clear. The images were examined, and it was observed that the lot number, manufacturing date and expiration date is blurry and unclear on the shelf carton. A review of the device history record was completed for batch# 2052365. All inspections and challenges were performed per the applicable operations qc specifications. Based on the images received, embecta was able to confirm the customer¿s indicated failure of packing printing defect. A definitive root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that the lot on the bd ultra-fine¿ ii insulin syringe was not clear on the label. This occurred with 200 syringes. The following information was provided by the initial reporter: "vendor lot & expiry date not clear".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lot on the bd ultra-fine¿ ii insulin syringe was not clear on the label. This occurred with 200 syringes. The following information was provided by the initial reporter: "vendor lot & expiry date not clear".